Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad cover was intact. All the buttons responded properly. The reported button tactile issue was not duplicated in the investigation. Further investigation found contamination under the ¿ok¿ and ¿down¿ button contacts when the keypad cover was removed. Unrelated to the reported button issue, the display was found to be dim and discolored.

Event description:
On (B)(4) 2014, the distributor contacted animas, alleging that the ¿ok¿ button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).